Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were found to have a connection issue during a procedure to explant the device due to normal battery depletion. Upon removal of the pace sense portion of the lead, the proximal setscrew was found to be stuck and appeared to have never been screwed in. It was reported that the system worked appropriately during implant. There were no allegations. The patient received therapy when needed and the pacing was appropriate. There were also no sensing issues ever noted. No adverse patient effects were reported. The rv lead remains in service. The device was explanted due to normal battery depletion.